Manufacturer narrative:
No further information was provided regarding this event. Root cause is unknown.

Event description:
The lh700 series pak was damaged and leaking on arrival to the beckman coulter inc., warehouse in hong kong. The warehouse personnel was wearing gloves. There was no exposure, or any contact to eye or skin, open wounds or mucous membranes. There was no death or serious injury associated with this event.